Event description:
It was reported that the attachment could not be attached to the handpiece correctly and came loose during use and the bur fell out of the attachment and into the surgical site. The bur was removed using a forceps. There was a 5 minute surgical delay reported. A replacement device was used to complete the surgery completed successfully.

Manufacturer narrative:
It was reported that the bur came out of the attachment. The bur is not available for investigation so the failure mode cannot be confirmed with the bur used at the time of the event; however, based on the concurrent attachment investigation, ((B)(4) lot 12208 angled long saber attachment) the reported event of inability of the attachment to retain a bit was confirmed. Upon disassembly, the service technician visually observed that bearing 1 was shattered and that there was debris in the nose tube. Bur discarded.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to manufacturer.

Event description:
It was reported that the bur could not fit to the attachment correctly and came loose during use and the bur fell out of the attachment and into the surgical site. The bur was removed using a forceps. There was a 5 minute surgical delay reported. A replacement device was used to complete the surgery completed successfully.